Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had an output test failure and that the encoder assembly was replaced to resolve the issue. It was also indicated that the cover was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: further analysis indicated that the encoder assembly was operating without issue. If information is provided in the future, a supplemental report will be issued.